Event description:
It was reported that this right atrial (ra) lead was checked today in the office, and it was found that the pacing impedances were high greater than 3000 ohms. The patient was in chronic atrial fibrillation, so the lead had been programmed to deliver sensing and pacing in the ventricles only. The lead remains in-service at this time. Due to no therapy programmed to be delivered in the atrium, the plan was likely to continue to monitor at this time. No adverse patient effects were reported.

Manufacturer narrative:
3191 code was used to denote surgical intervention.

Event description:
It was reported that this right atrial (ra) lead was checked today in the office, and it was found that the pacing impedances were high greater than 3000 ohms. The patient was in chronic atrial fibrillation, so the lead had been programmed to deliver sensing and pacing in the ventricles only. The lead remains in-service at this time. Due to no therapy programmed to be delivered in the atrium, the plan was likely to continue to monitor at this time. No adverse patient effects were reported. Additional information was received that this lead was explanted and replaced due to high pacing impedances out of range and pacing not delivered when required. It appears that the right subclavian vein required repair during the procedure, which likely occurred during the removal of this lead or the left ventricular (lv) lead that was also replaced during this procedure.

Event description:
It was reported that this right atrial (ra) lead was checked today in the office, and it was found that the pacing impedances were high greater than 3000 ohms. The patient was in chronic atrial fibrillation, so the lead had been programmed to deliver sensing and pacing in the ventricles only. The lead remains in-service at this time. Due to no therapy programmed to be delivered in the atrium, the plan was likely to continue to monitor at this time. No adverse patient effects were reported. Additional information was received that this lead was explanted and replaced due to high pacing impedances out of range and pacing not delivered when required. It appears that the right subclavian vein required repair during the procedure, which likely occurred during the removal of this lead or the left ventricular (lv) lead that was also replaced during this procedure.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this lead was confirmed to be fractured 20.5cm from the terminal pin. Based on the analysis results, we suspect that fatigue or stress in the region of the fracture site due to relative motion between the suture sleeve and an anatomical feature led to the fracture. As a lead moves in response to normal heart rhythms and blood flow, extensive flexing over a period of time may cause fatigue or stress, weakening the coil, ultimately resulting in a fracture. This can occur between the suture sleeve and some other part of the anatomy. Fatigue fractures in the pocket or clavicular/first rib area are well known and documented in the industry. A combination of lead design, implant techniques, and patient anatomy and activity level contribute to these types of occurrences. 3191 code was used to denote surgical intervention.